Manufacturer narrative:
A complete lead was returned in one piece for analysis. Clavicle crush damage was found at 22.5 cm to 23.9 cm from the connector pin. The outer insulation was damaged and outer coil was bent/compressed consistent with clavicle crush forces. Four filars of the outer coil broken/separated at the middle region of the lead consistent with the reported events. The cause of the reported events was isolated to the damage noted to the outer and inner insulation consistent with clavicle crush forces.

Event description:
It was reported that when patient presented in clinic for a routine follow-up, low impedance on the atrial lead, make-break signals and inappropriate mode switch were noted. X-ray images indicated possible subclavian crush. The physician elected to explant and replace he atrial lead. The patient was stable before, during and after the procedure.